Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated the piston does not move while attempting to bolus with the device. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 188 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.